Manufacturer narrative:
The received device had the cannula assembly not deployed. The pod generated an 0x12 alarm and the first priming sequence had not begun when the device was deactivated. The clutch spring had not engaged the tube nut. The pod was connected to a master pdm and a 5u test bolus was delivered without issues. The batteries were found to have sufficient voltage. Inspection of the needle mechanism found no issues that would prevent the needle mechanism from retracting. No damages or manufacturing deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are also unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 580 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, high ketones and excessive vomiting. Patient's mother removed pod, noticed that the cannula had retracted (indicating a needle mechanism failure occurred), and applied a new pod prior to taking patient to the hospital. The second pod was removed at the hospital (with bleeding reported) and patient was treated with insulin intravenously, as well as a sodium chloride drip. The patient was released after spending over 12 hours in the hospital (two hospitals total, following a transfer).